Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a knee arthroplasty surgical procedure with attune system, it was observed that the sagittal saw attachment device had a slight overheating at the beginning of the procedure. According to the report, the device stopped and locked-up half way through the procedure. It was reported that it was not possible to remove the saw blade device from the device. It was reported that the device did not work with the powertool device. As a result, the surgeon was unable to advance with the missing cuts. It was reported that while waiting for the arrival of another sagittal saw attachment device, the surgeon tried to continue to work with chisel and hammer. It was reported that the patient was open and under anesthesia. It was reported that another surgery had been cancelled; and therefore, they were able to use the device that would have been used for that procedure to complete this procedure of the knee. It was reported that there was a 30 minute delay in the procedure and a spare device was available for use. There was patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The patient's status post-surgery was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the inside of the attachment moved heavy, the bearing shaft was rusted inside, the device did not run smoothly, the needle bearing was rusted, the needles were scattered inside of the housing of the attachment, the adjuster fork was rusted on the surface and the coating was partially worn and the shaft coupling had some light rust spots. It was also determined that the device mechanics were seized, jammed, heavy moving and failed pre-test for check the free movement and check the oscillation frequency. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Subsequent follow-up with the reporter, additional information was received. It was reported that the patient was approximately (B)(6) years of age. It was reported that the patient was under anesthesia. It was reported that before the adaptor stopped working, the surgeon made some cuts and the surgeon did not want to continue if the adaptor could not be replaced. It was reported that the surgeon was able to complete the case with no problem and the patients post-op condition was stable. It was reported that the patient had no complication and no medical intervention was required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.